Event description:
Customer reported that a patient underwent an open incisional / ventral hernia repair procedure in 2008. Post-operatively on nine days later, minimal erythema was found around each of four (4) jackson-pratt drain sites. The patient was prescribed antibiotics. The surgeon reports this event is not related to the mesh product.

Manufacturer narrative:
Infection occurred- conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.